Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that restenosis occurred. In (B)(6) 2023, in-stent restenosis occurred in the mid left anterior descending artery (lad) and was successfully treated with a 3.50 mm x 12 mm synergy monorail drug eluting stent. In (B)(6) 2025, the patient presented to the hospital with symptoms of acute coronary syndrome and admitted for further evaluation and treatment. At the time of event, the patient was on clopidogrel. Coronary angiography revealed in stent restenosis at lad. In stent restenosis at mid lad was treated with a coronary artery bypass graft (CABG) procedure. On the same day, CABG procedure was also performed at right coronary artery (rca) and at obtuse marginal (om).